Event description:
Additional information was received for this event. The physician confirmed that both stent grafts were implanted in the same location. It was also confirmed that the bifurcate was the device that got caught on and that had the detaching supra renal stents.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 23.8-26 mm in diameter and 10mm in length. An aortic cuff was implanted first then the main body was implanted. It was reported that after angiography was performed, a type ia endoleak was confirmed due to the sealing of the greater curvature side was insufficient. Per the physician's statement the cause for the type ia was due to the short and not full round proximal neck. Another manufacturer¿s cuff was attempted to implant however, it was determined that it would be unable to obtain sufficient sealing on the greater curvature side beyond the stiff wire. Then, the other manufacturer¿s radifocus wire was prepared for carrying out of pull-through technique. From right brachiocephalic artery, the other manufacturer¿s 6fr other manufacturer¿s guiding sheath was inserted using the scrum technique but it had difficulty positioning due to the angulation. While the other manufacturer¿s guiding sheath was repeatedly moved up and down near the suprarenal stent, it got caught up in the suprarenal stent. Though attempts were made to remove the sheath from the suprarenal stent, it failed. The physician decided to remove all proximal stents through open conversion and the other manufacturer¿s guiding sheath was successfully removed from the patient. The distal stent grafts were sutured to a surgical graft as a replacement. No additional clinical sequelae were reported and the patient is fine.